Event description:
During a surgical procedure, the surgeon picked up the covidien endo clip applier (10mm). When he applied a squeezing pressure to the clip applier handle in order to fire the device, the handle split down the middle. The device was removed from the field. Another clip applier device was obtained, and the procedure was completed without harm to the patient or the surgeon.